Event description:
It was reported that the device had a power on reset, and the patient information had been erased. The patient had been exposed to radiation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and indicated power on reset (por). On (B)(6)-2010, the device recorded a critical ram parity error por.